Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis found the lead to be stretched. The distal conductor was distorted and the proximal conductor was fractured (overstress). The inner insulation was kinked/buckled. There was blood in/on the helix/lobe mechanism. The analyst noted the lead was damaged at implant and the buckled inner insulation prevents proper torque transfer when turning the is-1 pin. The lead was received for analysis with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times resulting in the distortion of the distal conductor.

Event description:
It was reported that the helix of the lead was over extended during the implant attempt and it was not possible to extend the helix. The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.